Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the evaluation result of the device, the defect of the cp board was confirmed, so it is possible that the defect in the cp board caused a color bar to appear instead of the endoscopic image. In addition, the phenomenon that the liquid crystal display of the touch panel was not displayed can be caused by the cp board or dp board, so it is possible that this phenomenon was caused by the cp board being damaged by some factor. Also, the sdi signal output may not work due to damage to the cp board. The exact cause of the damage to the cp board could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -the liquid crystal display of the touch panel was not displayed and it was pitch black. -due to a defect in the cp board, the color bar was displayed on the monitor screen instead of the endoscopic image. -the sdi signal output did not work and the components on the dp board near the sdi connector were burnt. These failure modes are MDR reportable malfunctions. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(4) private limited (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
During the routine inspection by a technician, it was found that the liquid crystal display (lcd) of the touch panel and the sdi signal output did not work. The endoscopic image was not displayed because the sdi signal output did not work. There was no report of patient injury associated with the event.